Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had 2 new leads put in. No further complications were reported.